Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated potassium (k) results on a dimension exl 200 system. Siemens hsc has reviewed the information provided by the customer and the dimension exl instrument data. The initial event was reported as high potassium results on three samples reprocessed on (B)(6) 2020. The potassium results obtained on a look back troubleshooting study were elevated with samples originally processed (B)(6) 2020 after it was noted that the quiklyte® flush solution was expired on the customer's system. The customer stated they believed the initial potassium results to be correct. The customer stated the increase in the potassium results is due to the samples sitting on the red cells. The repeats were done using the primary tubes, therefore the repeat potassium is falsely elevated in the three samples. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. A potential product issue has not been identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on patient samples on a dimension exl 200 system. The results were not reported to the physician(s). The same samples had been previously processed on the same instrument and lower results had been obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated potassium results.